Event description:
The lay user/patient contacted inaccurate low readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient felt that the readings were lower than usual. On (B)(6) 2010, the patient mentioned he had to go to the ER around 10:00pm and was discharged on (B)(6) 2010. It was noted that the patient had a mini-stroke. When the patient was admitted in the ER, the reading in the ER was from 150 mg/dl - 200 mg/dl. The patient's meter was reading around 120 mg/dl range. The patient was treated with 2-4 units of an unspecified type of insulin and other medication for his stroke. A quality control test was not done since the control solution that the patient had was expired. The patient's meter had also been miscoded. When a meter is miscoded, it may lead to false blood glucose readings. Products were replaced. No further clinical information was provided. It would have been helpful to know what the patient's blood glucose reading was prior to the event, the diagnosis in the hospital and whether he exhibited any other symptoms. The complaint is being reported since the patient alleged that due to the low readings, he had to be treated for insulin at the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.